Event description:
It was reported that during routine follow-up, a trend of decreasing sensing was noted on the right ventricular lead. The cause could not be determined. Device sensitivity was altered to compensate. The patient would be monitored using a holter.